Event description:
Underdelivery noted during routine preventative maintenance testing. The pump was set to deliver a dose limit of 20ml. The volume received during biomed testing measured 17.2ml. This would indicate accuracy of -14% with system specifications of +/-5%. There was no patient involvement. No reports of any patient events were received on this pump when it was in patient use.

Manufacturer narrative:
Pump was initially tested in field by an abbott field svc rep and reported underdelivery was confirmed. Upon return to factory, pump was tested again by test and investigation and underdelivery of -12.7% for 20 ml dose and -14% for 500 ml dose was confirmed (specification +/-5%). A/d count measured high at 97 (specification 55 to 85). Upon removal of mechanism from device, it was found that one of two plunger motor mounting screws was loose such that its head extended above mounting plate. In addition, plunger motor mounting plate was found bent. With this info, it is concluded that modifications to device were done outside abbott's production facility.